Manufacturer narrative:
The insulin pump was received with scratched case, serial number label fading, missing retainer ring, reservoir tube o-ring missing, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No crack noted on case at reservoir tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.